Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 1200 mg/dl. The customer did not want to troubleshoot the insulin pump, she only wanted assistance with her glucometer. Nothing further was reported.